Manufacturer narrative:
No product was available for investigation. The design history file for the rfp-207 (pre-mixed dialysate) was reviewed and met all requirements in the manufacturing process prior to release with no related defects. A review of the nxstage database revealed there were no other cases of this nature for the involved lot number. All available information supports that the product was functioning as designed and there was no malfunction. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6)2017 regarding a (B)(6)-year-old male patient stating that the patient experienced chills, rigors and crushing chest pain twenty minutes after commencing nxstage standard home hemodialysis treatment on (B)(6) 2017. The patient received nitroglycerin x2 (route and dose unspecified) and the chest pain eased. The patient was admitted to the hospital. The patient was afebrile with a temperature of 98.9. A discharge diagnosis was not available and no additional information was provided.